Manufacturer narrative:
(B)(4).

Event description:
It was reported that one of pt's lead wires was broken. The pt's status was unk. Additional info has been requested, but was not available as of the date of this report.